Event description:
It was reported that the pt requested to have the lap gastric band removed due to no weight loss and requested to have a gastric sleeve. Upon removal of the port, the surgeon stated that only one of the hooks retracted when bezel was rotated. The port was removed with no injury to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval.